Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. It was reported that during procedure green needle popped off device, white pledges deformed, not usable. There were no patient consequences reported.